Event description:
The tip of the needle got broken inside the pt. Further communication with the customer revealed that the tip of the needle remains inside the pt. To date, the pt has not undergone a surgical procedure to remove the foreign body.